Event description:
Physician ordered the device in the pull technique, but received kit for over-the-guidewire technique. Attempted to use it as a pull peg. Guidewire was tied in a knot in an attempt to pull the tube into place. The guidewire broke and punctured the pt's stomach. Pt was on prophylactic antibiotics prior to initiating the procedure. One pt involved.